Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code-mechanical (g04): head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Revision op note. Patient presents asymptomatic ¿but metal ion levels had not normalized¿. Black synovial tissue encountered, no evidence of infection. Trunnionosis identified after removal of the femoral head, no trunnion damage acetabular component well fixed but removed, ¿new component was placed using computer navigation with similar inclination to previous hip but with the addition of approximately 10 to 15° of additional anteversion. 2mm of leg length added per patient request and preop planning. Competitor shell, screws, and liner placed with zb head, initial stem left in place. Satisfactory stability, rom, and leg length achieved. No intraop complications, posterior approach. A definitive root cause cannot be determined. Event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Cat# 15-104084 lot# 328040 m2a-t m/h rdl sol/shl sz41/54 cat# 15-105004 lot# 017870 m2a-taper liner sz 41/32 cat# 103800 lot# 410280 tprlc reg por fmrl 7.5x135. Product will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00372 0001825034-2024-00373 0001825034-2024-00374.

Event description:
It was reported that approximately 23 years post implantation of a right total hip arthroplasty, the patient was revised due to asymptomatic presentation of elevated metal ion levels. During the revision, trunnionosis was identified upon removal of the femoral head from the stem. The acetabular component was well-fixed but was revised to allow for additional anteversion. The initial stem was retained. No additional information.